Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, trend reports, complaint searches, product labeling, and manufacturing records. The customer observed a falsely elevated result from one patient, while using the architect stat high sensitive troponin-I, list number 3p25-26, lot number 69325ui00. The customer calibrated all probes and then ran precision studies with both serum and qc material that met the assay precision specifications. There was no patient sample provided to assist in the investigation. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the probes were calibrated. A review of the architect operations manual addresses operational precautions and limitations; troubleshooting, and information regarding routine maintenance. The architect stat high sensitive troponin-I package insert provides information for sample handling, interpretation of results, and performance characteristics. A historic review of the architect i2000sr revealed no systemic issues or trends associated with erratic results. Based on the investigation performed, a malfunction was identified, however, no systemic issue or product deficiency of the instrument or part was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on one patient. The results provided were: (B)(6) on (B)(6) 2016 initial = 60.3ng/l / repeat = 9.6ng/l / repeat = 44.1ng/l. There was no additional patient information provided. There was no reported impact to patient management.